Event description:
As reported by a hosp in the (B)(6), a valved PICC was removed and replaced because of "unexplained leakage at the proximal side of the PICC, not the hub." The PICC was being used for chemo treatment. The pt condition was reported as being "stable." The used catheter has been returned to navilyst medical for eval.

Manufacturer narrative:
The used device has been returned, however, the investigation into the event is ongoing. Upon completion of the investigation, a supplemental medwatch will be submitted. ((B)(4)).